Event description:
On (B)(6) 2023 ~2100, rcp noted patient was unable to maintain vt >300. Rcp attempted to troubleshoot but repositioning trach tube and inflating pilot balloon with no success. Emergency trach tube change was performed with same size trach 6cn75h with no complications. Old trach tube was kept for investigation, tube was submerged into water and pilot balloon was inflated, bubbles noted around cuff.